Manufacturer narrative:
The patient side manipulator (psm) was returned for failure analysis and the reported instrument engagement issues were confirmed but not replicated. In the logs, error 23300 was found occurring 16 times within a month, pointing to tool engagement failures, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psm was installed onto a golden system and functioned as expected. Additionally, the system was idled following with the unit installed and test drove multiple times with no issues. The psm was then installed onto a patient fixture test platform (pftp) and passed all relevant testing within specification. The ssfm is consistent with the reported event and is a potential root cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument movements did not correspond to the console surgeon. There was non-intuitive motion. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the movement was in the opposite direction that was commanded by the surgeon. The instrument also did not have a smooth or continuous movement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.